Event description:
The patient reported seeing an elective replacement indicator (eri) on (B)(6) 2016. There was an allegation against the battery longevity and she was dissatisfied with it. There were no associated symptoms. The patient's indications for use were essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.